Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture" of a style 468 saline breast implant. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and yellow particles. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side "rupture" of a style 468 saline breast implant. Device was explanted.